Manufacturer narrative:
.

Event description:
It was reported that after using the renasys ez plus canister for 3 to 5 days of treatment the canister was blocked with sounding of an alarm. Based on the information provided, there was no injury to the patient.